Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic and haptic broken with scratches. Dimensional inspection unable to be performed due to significant lens damage. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -8.50 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault but the problem was not resolved. Cause of event was unknown.

Manufacturer narrative:
A1: (B)(4). H6 - type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Claim # (B)(4).